Event description:
Device malfunction: clip failed to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, one of the clip tines appeared to have caught in the end of the sheath, resulting in the clip coming out when the device was removed from the artery. Hemostasis was achieved by an unk method. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.